Event description:
It was reported that the system motorized function failed, and the system would not move. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. The ge rep erased flash memory, reseated circuit boards and cables as a precautionary measure. System operates as intended.